Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to fully power up. The cause of the problem was isolated to a bga failure on ram chips u100 and u101. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, "check therapy pad' messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken joint that connects the rear pulse wires inside the distribution node (dn). The root cause for the broken joint was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery. Device manufacture dates: monitor (B)(4) sn: 03/02/2012; electrode belt sn (B)(4) : 11/19/2013; battery sn (B)(4): 04/01/2012.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting. Electrode belt sn (B)(4) was returned and it was reported that a patient was receiving "check therapy pad" messages and arrhythmia alarms. Battery sn (B)(4) was returned and it was reported that the battery was unable to charge.